Event description:
"Customer alleges one of the toothbrush bristles got stuck in his gum ad cased an infection. Customer thinks she may have a root canal." I (bren) contacted the consumer. One of the bristles came out and got lodged between my tooth. I have a tooth ache now. I have not contacted my dentist. There was a bristle stuck in there. My mouth was sore right there. I took a dental tool and ran it under the gum and pulled it out. I returned the package and got my money back and bought a more expensive toothbrush. Store has the brushes. I do't think I will need anything else. He didn't have anything to take my information but if he needs anything further he will contact the store. He mentioned only inflammation, no infection or need to see the dentist.